Event description:
It was reported via repair work order that the safety bar was bent which could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.